Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose up to 500 mg/dl while wearing the pod between 4 and 24 hours. The patient woke up reportedly feeling very sick and vomiting. The patient reported calling their doctor for instruction but did not go to the ER or seek medical attention. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and "was not in". As treatment, a new pod was applied.